Event description:
The service report shows that while performing a device evaluation, the co service technician found the volumes to be out of specification. The service technican inspected the device and replaced the solenoid controller ic. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.